Manufacturer narrative:
During inspection and testing, the probe was found to be broken at a point sixteen millimeters (16mm) from the distal end. The broken piece was not returned. The probe was broken around the outer pipe. Inspection of the broken surface of the probe found the breakage started at the cracked area of the probe and there was black discoloration of the area near the starting point of the breakage. A review of the device history record found no deviations that could have caused or contributed to the broken probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the probe was broken because, during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. A force was then applied to the probe during spark generation and a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. Due to continuous use of the device, the cracks on the probe progressed which led to breakage of the probe. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. In addition, the coating of the grasping section was partially peeled off due to something hard being used to scrape off dirt such as a burn. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during an unspecified procedure, the "transducer part" of the subject device broke off outside of the patient. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the probe was found to be broken. This report is being submitted for the malfunction found during evaluation (broken probe). There was no effect on the patient due to the event.